Event description:
It was reported that straight catheter kits were leaking at the connection site to the drain bag. Per follow-up on (B)(6) 2021, it was reported that two staff had brought this forward. It was stated that one staff inserted the straight catheter in two patients, and it leaked both times. Per follow-up on (B)(6) 2021, it was reported that the catheter that leaked belonged to lot# ngewx143 and lot#ngfq0368. It was also reported that it looked like more than one lot# was leaking. It was unknown where the leak occurred. Per follow-up on (B)(6) 2021, it was stated that at least 6 leaking events have taken place as of last week.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect assembly operation". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that straight catheter kits were leaking at the connection site to the drain bag. Per follow-up on (B)(6) 2021, it was reported that two staff had brought this forward. It was stated that one staff inserted the straight catheter in two patients, and it leaked both times. Per follow-up on (B)(6) 2021, it was reported that the catheter that leaked belonged to lot# ngewx143 and lot#ngfq0368. It was also reported that it looked like more than one lot# was leaking. It was unknown where the leak occurred. Per follow-up on (B)(6) 2021, it was stated that at least 6 leaking events have taken place as of last week.